Event description:
Surgeon reported an access port leak with removal and replacement.

Manufacturer narrative:
Taper I. (B)(4). Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. Visual examination may confirm or determine another connector type associated with this report. The return of the device has been requested, however, the device has not been received at this time therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."